Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of hematoma and thrombosis are listed in the perclose proglide instructions for use as known patient effects of use of the closure device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that common femoral arteriotomy closure was achieved using a proglide device with a 6fr sheath after a peripheral stenting procedure. Reportedly, there were no proglide issues during the procedure. A hematoma was observed. Manual compression was performed for treatment of the hematoma and, as a consequence, thrombosis of the newly implanted stent occurred. There was no reported clinically significant delay caused by the proglide device. The physician is reported to be trained in the use of the proglide device. No additional information was provided.